Manufacturer narrative:
Natus tech support had customer checked for damage, but no damage to the light box or light pad could be found. The customer could not confirm any melting to the light box or light pad, but they did state that the light box "did not look like his newer versions." Several attempts have been made to get any intensity measurements, photometer used and photos of the inside of the light box. With no customer response, no further investigation possible.

Event description:
The customer reported to natus that their neoblue blanket system light was not emitting enough light. It was reported that the unit was emitting "about 20% light," but no intensity measurements were provided. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.